Manufacturer narrative:
Correction information: (B)(4). Follow-up information: physio-control further evaluated the device. From the downloaded key log it was observed that the device powered off and on. The reported issue was duplicated when rocking the device gently on the floor. It was determined that the cause of the reported issue was due to the battery pins being loose. Physio tightened the battery pins. Proper device operation was then confirmed through functional and performance testing. The device will be returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device powered off when it was used to monitor a patient. The crew had to power the device back on manually. It was reported that the reported issue had no impact on the patient's condition and that the patient was safely delivered to the destination point.